Manufacturer narrative:
(B)(4).

Event description:
It was reported that the customer received erroneous results for two patient samples tested for free triiodothyronine (ft3). The first sample initially resulted as 6.31 pg/ml on the e601 analyzer and this value was reported outside of the laboratory. The initial result was questioned by the doctor. The sample was repeated on the same analyzer, resulting as 1.95 pg/ml. Based on the difference, the sample was sent to another hospital where it was repeated on a different analyzer. The repeat result from the other hospital was 2.01 pg/ml. The repeat result was believed to be correct. The second sample, from a (B)(6) male patient, initially resulted as 5.91 pg/ml on the e601 analyzer and this value was reported outside of the laboratory. The sample was repeated on the same analyzer, resulting as 1.82 pg/ml on (B)(6) 2016. The repeat result was believed to be correct. The patients were not adversely affected. The ft3 reagent lot number was 18743101, with an expiration date of 07/31/2016. The field service representative determined that there was contamination in the instrument. He performed corrective maintenance, checked fluidics, checked syringes, and checked probes. All checked ok. He ran liquid flow cleaning and ran measuring cell preparations. He ran a system volume check and performance testing. The customer ran calibration and controls; all were within specifications. The system was found to be operational. He noted that the liquid flow cleaning and measuring cell preparations appeared to resolve the issue. A specific root cause could not be determined based on the provided information. A general reagent issue can most likely be excluded.